Event description:
It was reported that during a colon procedure, there was a steady tone with the test tip. Used another like device to complete the procedure. There was no adverse pt consequence.

Manufacturer narrative:
Device b batch=a9au22, lot= c4dc5f, expiration date = 10/2010. Manufacture date=11/2005. Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that when attempting to activate device a on a generator, an instrument error code 5 was received. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use. "Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." Device b was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the mfg process. Serial # = na. Device a = blade cracked due to activation without tissue. Device b = blade damage tip off.